Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage and perforation of vessels are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The reported difficulty, patient effects and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose closure device referenced in b5 is filed under a separate medwatch report number. Attachment medwatch report #mw5145732.

Event description:
User facility medwatch report #mw5145732 received, stating: "as reported by the edwards field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the aortic position, a perclose failure occurred resulting in a cut down. Upon removal of the esheath, both perclose sutures came out of the body leaving the 14fr arteriotomy. A nonedwards 16fr gore dryseal sheath inserted to achieve hemostasis. A cut down was performed to gain control of the artery. The patient was stable. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."